Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to release from the catheter. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Correction: h11 - provide narrative/data in 2017865-2025-87418 submitted on 26 aug 2025 should have included the following statement: "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."

Manufacturer narrative:
The reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.